Manufacturer narrative:
Concomitant medical products: 9529 icm, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible lead fracture, with unipolar impedance higher than bipolar. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.